Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in the hospital. The customer was hospitalized on an unknown date. The caller did not know the customer's blood glucose value at the time of admission. The cause of death as indicated by the reporting party was congestive heart failure. The caller stated the customer had been in and out of the hospital due to heart issues for some time prior to passing. The caller indicated the customer's last blood glucose prior to passing was 500 mg/dl. The caller indicated the hospital staff had removed the insulin pump due to lack of knowledge on the device, and were controlling the customer's diabetes. The insulin pump was not worn at the time of passing. The caller did not know exactly how long the insulin pump was off prior to the high blood glucose, but indicated they thought it was couple of days before passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.